Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a 15 cm (6") pur yellow smallbore ext set w/0.2 micron filter, luer lock was found to be contaminated during patient use. The reporter stated the following: "on (B)(6) 2025, in the neonatal intensive care unit, an occlusion alarm was triggered on a newborn's pump. A midwife noticed that the filter chamber was blackened. It had been installed two days earlier. The filter was therefore changed.¿ the incident occurred during the infusion of antibiotics. It is unknown how long after the start of treatment the incident was noticed. There was no unprotected exposure to any chemicals for the healthcare professional or the patient. The incident was in neonatal unit. There were no adverse events noted, no delay in critical therapy, no need for medical intervention. Patient's current condition is well. There is patient involvement, no human harm.

Manufacturer narrative:
Received one (1) used. List #011-h2098, 15 cm (6") pur yellow smallbore ext set w/0.2 micron filter, luer lock; lot #13917945. Solution observed in the filter of the sample. The reported complaint of an occlusion could be confirmed. The returned sample was unable to be primed during testing. The probable cause is from the filter being clogged. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The directions for use states: for sets containing in-line filter: a filter that clogs during infusion should be replaced. Attempting to clear the filter with pressure may lead to breakage.